Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the atrial lead exhibited low impedance. The lead was not implanted and new lead was used.